Event description:
12/8/97-accessed both sides of port & got good blood return. Later that day during flush, fluid backed up in one port. Pt sent to video fluoro. Access was attempted 4x. Adriamycin was infused through the working septa. 12/9/97 dye study showed fibrin sheath. 12/11/97 break was noted.

Manufacturer narrative:
The product implicated is a 3fr catheter in an intermediate tray kit. No product has been returned for laboratory evaluation. However, company visited the hospital on 1/9/98 and was allowed to view the product through the clear plastic biohazard bag that it was kept in. The bag contained a loosely coiled guide wire, and what appeared to be the proximal end of the catheter. Company was not allowed to remove the pieces from the bag, view them under magnification, or manipulate them through the bag. Through visual observation company estimated the length of the catheter segment to be 5.5". A 5 dot depth marker was printed near the middle of the length of the segment. One end appeared jagged and broken. The opposite end appeared to be cut square. The embolized distal portion of the catheter was not included with the sample. Company was told that the wire was originally removed from the patient without kinks. A history review of lot #36ih2985 indicates no related manufacturing issues, and no other field complaints concerning subcutaneous breakage reported for this lot. Notes in the file indicate that during placement as they were removing the stylet wire, the catherer sheared off and 45cm of the tubing migrated to the patient's pulmonary artery. The embolized fragment was snared out through angio. They were attempting to place the catherer in the left basilic vein. The patient was reported to be an IV drug user. The nurse who attempted placement told comapany that contrary to company's instructions for use, she attempts stylet wire retraction with the introducer still at the insertion site. She says this adds stabiluty. She also prefers to soak the catheter in the pouch with saline prior to insertion. The subcutaneous catheter breakage and embolization is confirmed. However, a determination of the cause was not possible with the visual inspection, only. This issue concerning the multiple incidents of similar nature is currently under investigation.